Manufacturer narrative:
Model number/catalog number:sc-2317-70 , serial number: (B)(4), batch/lot number: 5074570/5097803, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patients battery was more palpable closer to the surface of the skin. The nurse practitioner believed that the patient broke a stitch. The patient underwent a revision procedure and was doing well postoperatively.